Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ed after receiving notification alert for episodes of non-sustained right ventricular oversensing. Review of session records showed myopotentials oversensing. Programming changes were made, and no further issues were noted. Patient is fine and will be monitored remotely.